Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient was admitted with a urology issue. The parameters where checked when the patient was admitted and low pacing lead impedance and high capture threshold were noted. The lead was explanted and replaced.